Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed with tandem technical support and no issues were identified. Customer successfully resumed insulin delivery after replacing pump supplies. Customer¿s blood glucose (bg) was high, however, a specific value was not provided. The customer delivered a bolus via the pump to address bg level.